Manufacturer narrative:
Investigation: visual inspection revealed that the seal and the tension spring assembly were inside the delivery tube. The seal was rolled but extended halfway outside the tube. The seal had cracked along the third ring from the edge. The white collar was not present; the plunger had not been depressed. There was slight evidence of blood on the device. Based upon these findings, the reported complaint "seal did not open properly" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii proximal seal didn't open properly. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.